Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power cord was not connected properly. The power cord was re-seated and the retaining bracket was re-tightened to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the ventilator shut down and will not turn back on. There was no report of patient injury.